Event description:
It was reported that when pushing plunger liquid foreign matter comes out with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. This occurred on 4 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that when she pushes the plunger to draw air, liquid comes out.

Manufacturer narrative:
Investigation: customer returned (4) loose 1/2cc, 6mm syringes. Customer states that when she pushes the plunger to draw the air, liquid comes out. All returned syringes were examined and no foreign matter was observed in or on any of the samples. Also, when the plunger rod was fully depressed no foreign matter came out of the cannula. A review of the device history record was completed for batch# 8316910. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200790424] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when pushing plunger liquid foreign matter comes out with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. This occurred on 4 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that when she pushes the plunger to draw air, liquid comes out.